Event description:
It was reported that the nicu nurse noted they were getting an alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.9c, flow rate (fr) was 0.3lpm. Explained the flow rate (fr) had affected the heater capacity which was causing the 113 alerts. Disconnected and reconnected pads using proper technique and attempted to restart (flow rate (fr) went from 0.7 to 0.4lpm). Adjusted tubing to be as straight as possible. Guided to diagnostics: system hours 756, pump hours 712, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%, flow rate (fr) was 0.4lpm. Swapped to new pad and flow rate (fr) was 1lpm. Added both pads and flow rate (fr) was 2.2lpm. Advised they can leave both attached for maximum flow. Original pad ngkx2245. Please call to arrange return of the pad. No repeat calls from this account. Per follow up information received via phone on 28jan2026, spoke with nurse who confirmed patient completed therapy with both neonate pads connected. They ended up keeping both pads behind the desk because they were not sure which was the original faulty one. Said they were instructed to wait until their representative picked up the pad, so they were unsure about receiving a sample collection box. Transferred to charge nurse who confirmed both pads were still available. Requested a box be sent in case the representative did not come soon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.